Event description:
An open reduction internal fixation of the fracture dislocation of the first tarsometatarsal joint was performed. During the procedure while drilling into the first cuneiform the drill bit broke. The drill head was removed and a portion of the drill remained deep in the bone. The procedure was adjusted and the patient's bone was placed in anatomic alignment. There were no other complications of the procedure. The patient was taken to the recovery room in stable condition.